Event description:
It was reported that during a mitral valve replacement procedure, the surgeon was experiencing difficulty with the forceps when attempting to grasp tissue. The forceps were set aside and another device was used in the case with no adverse patient consequences. The forceps that were not working properly were then stent to be cleaned and sterilized. This is done via soaking the device in hand washing it prior to it being placed in an autoclave. Once this was completed, the nurse went to inspect the device and while doing so, one of the jaws broke off in her hand.

Manufacturer narrative:
Conclusion: the return of the product upon which this medwatch is based is anticipated. If any further information is received or derived from an evaluation, a supplemental 3500a form will be submitted.